Event description:
Patient had severe sfa disease and they jet streamed the entire sfa down into the popliteal. They angioplastied and deployed stents where needed without issue and without ever removing the wire. They then went to pull the wire and it would not come out. They buddy wired with an 0.018 through the sheath. The physician then tried to pull the wire several times and with much difficulty. Finally the wire came out intact and it had tissue wrapped around it. Bsc rep was then informed that has happens and this was not the first time. What troubleshooting steps, if any, resolved the issue?: double wiring the patient's access site and trying to remove the wire. What is the next course of action?: removing the thruway wire with a different wire. Patient present at time of event?: yes. Patient complications: no patient complications. Additional information received august 22, 2022: a jet stream device was utilized to atherectomies the whole sfa and into the popliteal vessel. The wire was not removed and was utilized to run stents over. After the procedure was completed the physician went to remove the wire and could not remove the wire.

Manufacturer narrative:
This report is being filed based on the evaluation of the returned product. As received, the specimen consisted of one-1 each unidentified thruway device; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented bend damage 3.4cm, 3.8 to 4.6cm, 48.2 to 58.9cm and 213.6 to 226cm from the distal tip. The specimen presented a mass of apparent tissue adhered to the distal coil. All joints appear to be correct and intact. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), "do not torque, advance or withdraw the guidewire is significant resistance is felt." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. The patient information and the initial reporter's first and and last name were not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.